Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One unused device was returned for eval. A packaging test was performed and a breach was identified in the packaging. The complaint was confirmed. The damage is consistent with the syringe becoming caught in the packaging seal. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.